Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken spike on the transfer set. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause was a miss-spike during flash machine connection causing the damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a uv-flash solution trans set bent. This occurred at the patient¿s home while connecting to a capd disconnect y set (continuous ambulatory peritoneal dialysis) for pd therapy. At the time of the event, the transfer set had been in use for 100 days. There was no patient injury or medical intervention associated with this event. No additional information is available.